Manufacturer narrative:
(B)(4).

Event description:
It was reported that during hip replacement surgery, the patient received an inappropriate shock while using electrocautery instrument. The event was observed when the patient followed up remotely few days after the discharge. Later, it was noted that the patient received shock because the magnet was not positioned correctly onto the device during the surgery. Patient's condition was stable and will be followed-up normally.